Manufacturer narrative:
Na.

Event description:
The customer complained that a nurse was accidentally pricked by a lancet that did not retract from an accu-chek safe-t-pro device. The customer alleged that a nurse used the accu-chek safe-t-pro device on a patient and the lancet did not retract. The nurse then pricked her palm with the exposed lancet. There was no adverse event. The nurse was not treated and no blood sample was collected for laboratory testing. The nurse's condition was "okay". The device was requested for investigation and a replacement was sent.

Manufacturer narrative:
1 package of unused lancets were returned for investigation. The reported failure of protruding lancets was not reproduced.